Manufacturer narrative:
A2. Patient¿s birthday was not provided, (B)(6). Was used based on age of patient h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was leaking. The following information was received by the initial reporter with the verbatim: rcc received a complaint via email. Email(s) attached. We have created a pr 9176622 for the pump complaint. On following up with customer, customer provided information on a patient incident where it is mentioned as ¿tpn tubing that was hooked up sterilely in medication room, is leaking lipids from one of the "y ports"; called and notified (in-house pharmacist). Per pharmacy, will speak to manager in the morning and try and get us a new tpn and lipids with new tubing; however, it will be coming from ben taub.¿